Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe had no cutting during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. The condition of aspiration was normal. There was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The returned probe was visually inspected and no obvious defects were observed. A console representing the current software version was used to test the sample. The radio frequency identification (rfid) connectors were connected to the console and there was no response from the light-emitting diode rings. The probe will continue to function if the rfid is not read at the console, however, only at a reduced capacity. A block reader was then used to interrogate the rfid's programmed information, and the rfid's contained no written data (0's in blocks). As a result the probe did not display the correct cut rate. If the probe isn¿t properly recognized, the console will default to a prescribed setting and will thus use a different priming algorithm. The rfid data error is directly related to the customer experience. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The most likely root cause of the customer's complaint is related to operator error and material movement during rfid testing. The rfids were not programmed during assembly. No further investigative or manufacturing actions are warranted at this time, based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).